Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to see drops at the end of the tubing during a supply change. Reportedly, the customer disconnected the tubing and saw a ball of insulin move back and fourth during the fill tubing step. In addition, the customer observed air bubbles a few inches from the luer lock. The customer's blood glucose was over 400 (mg/dl) with high ketones and a manual injection was administered. Reportedly, the customer loaded a new cartridge, completed the load sequence and resumed insulin.